Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Guide wire: runthrough ns. Guide catheter: jr 4 6f. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during a procedure to treat a lesion in the proximal right coronary artery (rca) with moderate tortuosity and moderate calcification, pre-dilatation was performed with a 3.5x15 mm nc trek balloon dilatation catheter. A 3.0x18 mm xience xpedition rx stent delivery system (sds) was advanced, the stent was implanted and a dissection was noted. A 3.0x15 mm xience xpedition sds was advanced to successfully cross the proximal rca and the stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.